Manufacturer narrative:
Device code (B)(4) relates to the lead (pli 20). Device code (B)(4) relates to the ins (pli 30). Please exclude device code (B)(4) from initial regulatory report # 3004209178-2017-02192.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: extension. Product ID: 3998, lot# l58161, implanted: (B)(6) 1999, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that there were intermittent high impedances on electrodes 3 and 7. The issue was discovered during the patient¿s implant surgery on the day of the report and there was no factor reported that would have led or contributed to the issue. For troubleshooting, the rep checked impedances again intra operation, cleaned the lead contacts on both the extension and surgical lead. It was noted that at first, it was suspected that there was fluid or debris in the implantable neurostimulator (ins) header or on the extension but they were both cleaned and impedances on electrodes 3 and 7 were out or range. The extension was replaced with a new one, given that the electrode 3 was the only working program for the patient but impedances were still gre ater than 10,000 ohms. The surgeon then decided that there was something wrong with the lead itself, to implant a new extension and the ins was replaced with a new ins due to elective replacement indicator (eri) status. The patient was referred to neurosurgery for a possible lead revision/replacement if the high impedances did not resolve. Lastly, after the operation, electrode 7 still had impedances out of range. On (B)(6) 2017, the patient reported that he had a follow-up appointment on (B)(6) 2017 because of the leads not working issue. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as non-malignant pain.

Event description:
Information was received on 2017-may-12. It was reported that the patient's paddle lead and extensions were explanted on (B)(6) 2017. Regarding the return status of the explanted devices, they will not be returned to the manufacturer because of the healthcare facility's policy. There were no further complications reported or anticipated.

Event description:
Additional information was received from a patient on 2017-apr-27. The patient stated that they had their lead replaced on (B)(6) 2017. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.